Event description:
Two separate rf probes malfunctioned. The first of the four tines on the end of the probe only three were correctly working, one was missing or stuck inside the device. Used CT to essure it was not inside pt's tissue. Second device was not priming correctly and wasn't sufficiently ready for use.